Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was occurring due to loss of lv capture. Programming changes were made during the device check. No further information provided.